Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The current location of the device remains unknown. No additional information was available.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The current location of the device remains unknown. No additional information was available. Additional information indicates that the spinal cord stimulation (scs) patient experienced significant weight loss, which resulted in the implantable pulse generator (ipg) flipping. This displacement led to charging difficulties and ultimately a loss of stimulation due to the patient's inability to recharge the device. To resolve the issue, a revision procedure was performed in which the ipg was removed and replaced. No additional adverse effects were reported, and no further information is available at this time.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The current location of the device remains unknown. No additional information was available. Additional information indicates that the spinal cord stimulation (scs) patient experienced significant weight loss, which resulted in the implantable pulse generator (ipg) flipping. This displacement led to charging difficulties and ultimately a loss of stimulation due to the patient's inability to recharge the device. To resolve the issue, a revision procedure was performed in which the ipg was removed and replaced. No additional adverse effects were reported, and no further information is available at this time. Additional information was received and confirmed the patient is recovering well postoperatively. In accordance with facility policy, the explanted device was retained and will not be returned.